Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, they noticed a deformed waterline outlet port. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #3: 3331 - analysis of production records investigation findings: 3259 - improper physical structure investigation conclusions: 4307 - cause traced to component failure the returned sample was inspected upon receipt, confirming damage to the water out port. A representative retention sample was visually inspected, and found to have no defects. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 31, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.